Event description:
It was reported that the pump battery could not be charged. There was no adverse impact to the customer's blood glucose. Reportedly, the customer was sent new charging supplies. Multiple contact attempts were made by Tandem Technical Support to obtain additional information regarding the issue; however, no response was received from the customer.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown / Unknown / Unknown.